Manufacturer narrative:
Investigation: bd was able to verify the reported failure mode. Engineering and manufacture team reviewed the sample finding a partial cut in the pvc extension tubing. The root cause could not be determined. The team tried to reproduce this cut using 5 samples and the actual process of the IFU usage recommendations; however, no damage or cut was observed. Although the customer to mention that slide clamp did not caused this cut. Slide clamp (cavity # 15) was reviewed and no edges sharp were found. It is important to mention that this product is manufactured manually and during this assembly, we do not use sharp objects that could cause a cut in the tubing. DHR was reviewed with the intention of finding any problem during assembly of the product that could be related with the reported defect, no problems were found.

Event description:
It was reported that leakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "it's been noticed during transfusion that the extension tubing was leaked at the middle position. Which was not caused by the clamp."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "it's been noticed during transfusion that the extension tubing was leaked at the middle position. Which was not caused by the clamp."